Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch mmh616, and no non-conformances were identified additional information was requested and the following was obtained: were there any patient consequences? Unobtainable. Was the needle retrieved during the same procedure or was another procedure necessary? During the same procedure. If it was retrieved during the same procedure: was there any additional tissue damage as a result of searching for the needle piece? Unobtainable. Was the procedure delayed as a result of searching for the needle piece? Unobtainable if yes, how long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? The patient was discharged from the hospital. There was no follow-up report on any injury. Other information is unobtainable. (B)(4). Date sent to the FDA: 4/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved during the same procedure or was another procedure necessary? If it was retrieved during the same procedure: was there any additional tissue damage as a result of searching for the needle piece? Was the procedure delayed as a result of searching for the needle piece? If yes, how long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there any patient consequences?

Event description:
It was reported that a patient underwent a lateral an inguinal hernia repair surgery on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when it was used during the surgery of right indirect inguinal hernia on (B)(6) 2021. The needle remained in the body of the patient, but it was removed successfully at last. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.